Event description:
Related manufacturing reference number: 2017865-2025-11702. It was reported that the patient's right ventricular (rv) lead had dislodged due to twiddler's syndrome and exhibited noise. It was also reported that the right atrial (ra) lead had dislodged due to twiddler's syndrome and exhibited noise and high pacing impedance. Fluoroscopy was performed which confirmed that both leads were also twisted. The ra lead was capped and replaced on (B)(6) 2025. The rv lead was explanted and replaced. The patient was discharged with no adverse consequences reported.